Event description:
Customer's mother reported that the customer's high blood glucose values could not be controlled by the insulin pump, and that the customer was hospitalized for blood glucose values over 600 mg/dl, (B)(6) 2015. Mother had also mentioned a keypad/display anomaly (see MFR 2032227-2015-10713) from the insulin pump, and that the customer had spoken to a health care professional about changing the pump's settings. Mother reported that the customer had been in and out of the hospital for about 2 weeks due to erratic blood glucose values, including a hypoglycemic hospitalization (see MFR 2032227-2015-10712. Mother stated the customer's high blood glucose values were not resolved by a complete set and site change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.